Manufacturer narrative:
This report is filed on march 09, 2017.

Manufacturer narrative:
This report is submitted february 23, 2017.

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2017, due to a reported failure of the device. The patient was reimplanted with another cochlear device during the same surgery.